Event description:
A patient who underwent avr + CABG (lad-4tl) on (B)(6) 2018 with crown valve cna19 implant developed infective endocarditis and underwent re-operation for avr on (B)(6) 2021 with explanting it. The explanted prosthesis was replaced with a perceval valve. The manufacturer was informed that the patient ultimately received a competitor's device (mosaic valve, event submitted separately under livanova ref # 2021-02833).